Event description:
It was reported that this right atrial (ra) lead exhibited high out of range impedance measurement. A boston scientific technical services consultant recommended to evaluate the respiratory rate trend as there was a signal artifact monitoring (sam) episode store due atrial fibrillation (af) oversensing. No adverse patient effects were reported. This product remains in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).